Event description:
The reporter indicated a 13.2mm vicm5_13.2 implantable collamer lens, -12.00 diopter, tore during loading and was stuck in the cartridge or injection system. There was no patient contact or injury. The lens was replaced with another same model/length lens and the problem was resolved.

Manufacturer narrative:
A4: unk a5: unk a6: unk h6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).